Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "ventilator service required" alarm occurred during patient use. After this alarm occured, a "curciut disconnect" alarm occurred and an airway pressure bar graph did not rise. It was reported that a flow did not come out either. The device was replaced. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. It was confirmed by the manufacturer that in the downloaded error log, e-344 had occurred multiple times. Activation of auto trigger related to the reported issue of "circuit disconnect" alarm occurred, an airway pressure did not rise and a "flow did not come out" was confirmed. The unit failed flow/pressure verification test. Oxygen blender pca and sensor pca were determined to be faulty and need to be replaced. On the previously submitted report, section b "adverse event/product problem" was inadvertently selected incorrectly as "both". It is corrected on this report.

Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred during patient use. After this alarm occured, a "curciut disconnect" alarm occurred and an airway pressure bar graph did not rise. It was reported that a flow did not come out either. The device was replaced. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. It was confirmed by the manufacturer that in the downloaded error log, e-344 had occurred multiple times. Activation of auto trigger related to the reported issue of "circuit disconnect" alarm occurred, an airway pressure did not rise and a "flow did not come out" was confirmed. The unit failed flow/pressure verification test. Oxygen blender pca and sensor pca were determined to be faulty and need to be replaced.